Manufacturer narrative:
The device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to cellulitis and sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.